Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began on the evening of (B)(6) 2013. The patient informed the csr that he tests his blood glucose three times a day and manages his diabetes with a combination of oral medication and insulin (novo mix). The patient stated he adjusts his insulin dose based on his blood glucose readings. As a result of not being able to test with the subject meter, the patient reported he discontinued taking his insulin for one week. Approximately 1 week after the alleged power issue started, the patient reported developing symptoms of "tired, dizzy, blurred vision, swollen legs and stomach got bigger." The patient stated he associated the symptoms with a high blood glucose excursion. In response to the onset of symptoms, the patient stated he scheduled a doctor's office visit and saw his hcp on (B)(6) 2013. At the time of the visit, the patient confirmed his blood glucose was tested on another device and obtained a reading of "10.9 mmol/l (196 mg/dl)." The patient claimed his doctor administered a shot of penicillin because he was feeling weak and sick. The patient informed the csr that after he left his doctor's office he administered his normal dose of insulin under advice from his hcp. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter power issue started.